Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
After further investigation it was found that this case is a duplicate of case: (B)(4). Please refer to manufacturer report number's 1221359-2021-02078, 1221359-2021-02079, 1221359-2021-02080 for all investigation findings.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR number: 1221359-2021-02103, 1221359-2021-02135.

Event description:
The user reported false positive results with the binaxnow covid-19 antigen self for two (2) patients performed on (B)(6) 2021. This MFR. Report addresses patient two (2) of two (2). The user reported a false positive result with the binaxnow covid-19 antigen self performed on (B)(6) 2021. Repeat testing was performed on (B)(6) 2021 generating negative results. Confirmation testing was performed generating negative results. The user stated the patient was symptomatic. No additional patient information, including treatment and outcome, was provided.